Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The balloon protector cap was returned over the balloon. The proximal part of the balloon was exposed which is indicative of the balloon protector being pulled distally. The returned balloon protector inner dimension was within specification. A visual examination confirmed that the midshaft was broken at the guidewire exit port. It was noted that the midshaft was stretched on either side of the break. This is evidence of excessive tensile force being applied to the device. It was not possible to apply a vacuum to the balloon to remove all air as the midshaft was broken however during device evaluation, the balloon protector was removed from the balloon with no force required. Upon removal of the protector cap, there was no damage noted to the tip, balloon, or blades. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a catheter shaft fracture occurred. The 90% stenosed target lesion was located in the moderately tortuous left popliteal (pop ) artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was selected to treat the lesion. A 6f non-bsc guiding catheter was inserted in the left femoral artery, and then a 014 non-bsc guidewire was crossed to the lesion. During preparation of this device, the physician attempted to remove the blue balloon protector sheath. However, the physician could not remove it. When a slight force was applied for an attempt to remove the blue sheath, it was noted that the mid shaft of the device got separated at the exit port of the shaft. The procedure was completed by dilatation of a 3.5mm peripheral cutting balloon (pcb) at 6atm and then an additional dilatation was performed with a 5x2 sterling balloon catheter. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a catheter shaft fracture occurred. The 90% stenosed target lesion was located in the moderately tortuous left popliteal (pop ) artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was selected to treat the lesion. A 6f non-bsc guiding catheter was inserted in the left femoral artery, and then a 014 non-bsc guidewire was crossed to the lesion. During preparation of this device, the physician attempted to remove the blue balloon protector sheath. However, the physician could not remove it. When a slight force was applied for an attempt to remove the blue sheath, it was noted that the mid shaft of the device got separated at the exit port of the shaft. The procedure was completed by dilatation of a 3.5mm peripheral cutting balloon (pcb) at 6atm and then an additional dilatation was performed with a 5x2 sterling balloon catheter. No patient complications were reported and the patient's condition was good.